Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a3a, a4, b3, b5, b7, c1, c3, d1, d4, g2, h4, h6, h8. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional later reported the patient was treated with doxycycline 100mg po twice daily x 7 days, and given zyrtec and pepcid daily, four days after symptom onset. Six days later, patient was treated with a medrol dose pack and doxycycline 100mg po twice daily x 7 days. The next day, patient was treated with hyaluronidase. One week later, patient was treated with hyaluronidase, doxycycline 100mg bid x 7 days, and prednisone 5mg x 5 days. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via social media being injected with an unspecified juvéderm product. Patient reported they experienced a "hard painful lump at an injection site" which has spread to the patient's whole cheek and under eye area. Patient was treated with antibiotics. Patient later reported they have received 2 rounds of antibiotics. Patient additionally noted they believe the area where juvéderm was injected is infected. Symptoms are ongoing.